Event description:
It was reported the extension for the stimulator lead would not engage. The surgeon indicated that the single set screw was a design issue. It was noted the surgeon had complained about it since it came out. It was also noted the surgeon stated "the connections are all friction based and sometime it makes it very difficult to insert the lead without damage. It was noted this was the case the previous week. It was also noted there were also situations were impedance testing indicated open circuits despite "good" insertion into the block.

Manufacturer narrative:
(B)(4).